Event description:
It was reported that the child's hearing sensation has changed. It was good before but now he is no longer responding anymore. Testing carried out on (B) (6) 2009 showed 9 channels with the status "hi". When each channel was stimulated separately, no response was found even on the 3 channels with the status "ok". According to the family no accident or head trauma has occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.